Event description:
It was reported that the laparoscopic scissors had an approximate 5mm break in the insulation that covers the shaft. During the procedure, the uninsulated portion of the shaft came into contact with the pt's anterior abdominal wall. Further, an area approx 2x3cm of eschar and erythema was noted by the attending surgeon. The unit was then taken off the sterile field. The breach through the coating around the handpiece was visualized and save on video. Concern was expressed by the attending surgeon that the damage could/would have been significant including causing the likelihood of having to perform an unplanned bowel resection.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.